Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/31/2025, the user reported being unable to unlock the ilet device. The device was unresponsive despite attempts to restart and recharge. The user¿s blood glucose was not affected. A replacement pump was sent.